Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months post filter deployment, unsuccessful retrieval attempt was made. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter limb detachment and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after an unknown period of time post deployment of a vena cava filter, it was discovered that the filter had allegedly tilted. Two separate alleged attempts to remove the filter have been made but were unsuccessful. The patient has requested a consult with another health care provider on removing the filter. There was no reported patient injury. New information provided: it was reported that the vena cava filter was successfully captured and retrieved. There was no reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and struts were detached. Approximately one month, post filter deployment, the device was removed percutaneously after a three attempted but unsuccessful percutaneous removal procedure. It was further reported that approximately four months, the detached struts were removed percutaneously after an attempted but unsuccessful percutaneous removal procedure; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for a tilted filter and difficulties in retrieving the filter. Per the reported event details, the filter was tilted. A tilted filter could lead to retrieval difficulties. Based on the available information, it is unknown how the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings/precautions: potential complications: movement, migration or tilt are known complications of vena cava filters. Filter malposition. Filter tilt. Remove the denali filter using an intravascular snare only. Refer to the ¿optional procedure for filter removal¿ section for details. Note: it is possible that complications such as those described in the ¿warnings¿, ¿precautions¿, or ¿potential complications¿ sections of this instructions for use may affect the recoverability of the device and result in the clinician¿s decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown period of time post deployment of a vena cava filter, it was discovered that the filter had allegedly tilted. Two separate attempts to remove the filter have been allegedly made but were unsuccessful. The patient has requested a consult with another health care provider on removing the filter. There was no reported patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for a tilted filter and difficulties in retrieving the filter. Per the reported event details, the filter was tilted. A tilted filter could lead to retrieval difficulties. Based on the available information, it is unknown how the filter became tilted. Labeling review: the current IFU (instructions for use) states: warnings/precautions: potential complications: - movement, migration or tilt are known complications of vena cava filters. - filter malposition, - filter tilt, - remove the denali filter using an intravascular snare only. Refer to the ¿optional procedure for filter removal¿ section for details. Note: it is possible that complications such as those described in the ¿warnings¿, ¿precautions¿, or ¿potential complications¿ sections of this instructions for use may affect the recoverability of the device and result in the clinician¿s decision to have the device remain permanently implanted. Additional MFR narrative: describe event or problem; other relevant history; date received by MFR; brand name; model #/lot #; (method code); (results code); the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown period of time post deployment of a vena cava filter, it was discovered that the filter had allegedly tilted. Two separate alleged attempts to remove the filter have been made but were unsuccessful. The patient has requested a consult with another health care provider on removing the filter. There was no reported patient injury. New information provided: it was reported that the vena cava filter was successfully captured and retrieved. There was no reported patient injury.